Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report of an infusor that had a ruptured reservoir after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Follow-up medical device report (MDR) states that initial investigation confirmed the reported problem. The initial MDR did not confirm the reported problem, therefore, the follow-up MDR does not require a correction.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a rupture was not confirmed. Visual examination of the sample showed no signs of physical abnormality. However, a functional leak test revealed leakage inside the housing. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. In (B)(4) 2012, the equipment used to weld these two parts were modified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The initial investigation did not confirm the reported problem. The device was still in the process of evaluation when the initial medical device report (MDR) was being submitted.